Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for pancreatitis and high blood glucose of 648mg/dl. The customer also reported being under high stress. The customer stated having a high glucose level for the past six days. It was stated that the customer did not have enough insulin to fill the reservoir to complete the troubleshooting. No further info was provided.